Event description:
A customer reported an issue with the touchscreen responsiveness of their insulin pump, specifically noting that the screen turns off when interacting with the lower right-hand side. There was no adverse impact on the customer¿s blood glucose level. Despite attempted adjustments and a pump reset, the issue persisted, leading technical support to replace the pump. The customer opted to use multiple daily injections to ensure insulin delivery was not interrupted and was instructed on returning the pump.